Event description:
It was reported by the rep that the (1) tsb45 and the (1) tr45b were used during a gastric bypass procedure. It was reported that the surgeon experienced a post-operative intraluminal bleed and the pt had to be transfused. There is no product available.